Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis revealed no anomalies were found. (B)(4).

Event description:
It was reported the patient developed an infection. The patient had a dialysis port and was constantly treated with antibiotics. The implantable cardioverter defibrillator (ICD) system was removed. Additional information revealed the patient had recurring bacteremia, there was a small mobile density on the lead, and there was suspicion for endocarditis. No further patient complications have been reported as a result of this event.